Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with lost sensor. The customer's blood glucose level at the time of incident was 400mg/dl. The customer states the pump is not communicating with the transmitter. Troubleshoot was conducted. The cannula was noted to be bent. The customer was advised to change out the sensor. The customer was advised that replacements would be sent out.